Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer passed away at home. The cause of death was massive heart attack and low blood glucose. The caller stated that the customer went to bed and his blood glucose went really low. The customer had neuropathy and a blind spot in the eye. The customer's blood glucose, at the time of death, was 23 mg/dl. This was the last blood glucose reading on (B)(6) 2015 at 12:30. The caller stated that the customer was not wearing the insulin pump at the time of death; it was disconnected fifteen (15) minutes before passing. Caller stated that the insulin pump was out of insulin. The customer was using sensors but was not wearing one at the time of death. The caller stated that carelink upload has always been done by the customer's doctor. The caller also noted that the customer's doctor was very happy with the customer's blood glucose levels; the insulin pump helped him get his numbers in control. The caller agreed to return the insulin pump for analysis.